Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device's indicator diode would not change to charging mode when a test battery was installed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical problem. Factors that could have contributed to the event include attempting to charge a faulty battery resulting in a blown fuse. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider battery charger was not working. It is unknown if the event happened during a procedure, if there was a delay or backup device available. No patient injuries reported. Results of investigation have concluded that the device's indicator diode would not change to charging mode when a test battery was installed and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.